Event description:
It was reported that during a procedure of the mildly tortuous, moderately calcified, de novo, proximal circumflex artery, the 2.75 x 33 mm xience prime stent was being deployed when a proximal dissection was noted. A second 2.5 x 15 mm xience prime stent was used as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) is a known adverse patient event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.